Event description:
During baxter's functionality testing of a spectrum pump, it displayed the downstream occlusion message. There was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to constant downstream occlusion alarms, which were reproduced during evaluation while running a loaded set caused by a failed downstream sensor. The downstream sensor will be replaced.